Manufacturer narrative:
The device was implanted in the patient and remains implanted. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported that the flow diverter stent device was being used to treat a patient with left middle cerebral artery aneurysm. A web embolization device was first implanted, then the flow diverter stent was implanted with minimal difficulty. The physician did have to reposition as the device was too distal. After repositioning the device was deployed across the aneurysm neck and deployed just proximal to the aneurysm with a push of the last segment of device for complete deployment. Post angio run showed complete opening of the device and filling of distal vessels. After the procedure, the patient woke up moving all extremities but was sleepy. Approximately one hour later, the physician reported there was clot in the device and the patient started displaying stroke like symptoms. The patient was brought back and the physician attempted mechanical thrombectomy, but the aspiration catheter got caught on proximal device and pushed it into the aneurysm. The physician gave various medications (tpa, cangrelor, and integrilin) that eventually dissolved the clot. The patient was left intubated and under anesthetics. Upon follow-up, the physician reported that the patient is doing a little better every day.